Manufacturer narrative:
Additional information received; it was reported that the lung atelectasis causing fever resolved 5 days after the index procedure. The sponsor assessed the event as causally related to the procedure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm as part of the post market advance study. Esbf2514c103ee was successfully implanted, followed by the etlw1624c124ee which was positioned in the right iliac artery and etlw1624c124ee placed in the left iliac artery. It was reported approximately 2 days post index procedure, the patient developed lung atelectasis, which resulted in a fever. The nurse recorded a body temperature of 38.1°c. The patient showed no other signs or symptoms. Due to this the patient¿s hospitalization was extended. The patient was treated with ceftazidime 1 g intravenously once, and has not yet recovered and the patient will continue to be monitored. The site assessed the fever and lung atelectasis as possibly related to the index procedure, but not related to the study device or an underlying condition/ disease. The sponsor assessed the fever and lung atelectasis as possibly related to the index procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1624c124ee, serial/lot #: (B)(6), ubd: 13-feb-2026, UDI#: (B)(4); product ID: etlw1624c124ee, serial/lot #: (B)(6), ubd: 04-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was clarified that onset of the lung atelectasis, which resulted in a fever occurred 1 day after the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.